Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. The delivery device was returned inside the loading device. Specs of blood was observed on the loading device. The blue slide lock was engaged and the plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The tension spring assembly with the seal was removed out from the loading device and inspected. The seal was cracked/delaminated at the outer part of the coil. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .197 inches , the outer diameter was measured at .221 inches. The length of the delivery tube was measured at 2.49 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint was confirmed for the reported failure "failure to load" and the analyzed failure "cracked seal". Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.